Event description:
Pt status post bilateral subcutaneous mastectomy with round becker implants presents for removal and replacement of right deflated implant and scar revision of the inferior areola of the bilateral breasts secondary to a loss of the nipple-areolar complex secondary to the prior procedures. The right implant was ruptured, 13 x 14cm. The left implant was removed intact, 13 x 13cm. Mentor implants were used as replacement implants. The pt tolerated the procedure well.